Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen 500mcg/ml at 60.03mcg/day via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The healthcare provider reported per the event logs (B)(6) 2107 was the first stall with a recovery (B)(6) 2107. On (B)(6) 2017 another stall occurred with tube set occurring (B)(6) 2017 and no recovery to date. The patient stated that they may have had an x-ray but did not think they had an MRI around that time frame so emi was ruled out as the cause of the stalls. The patient experienced sweating and nausea symptoms over a month ago. The healthcare provider had first stated the audible pump alarm was not heard so they were assisted in programming an alarm test. The pump alarms were heard and the patient identified the critical alarm test as what he had been hearing. The patient first began hearing it three or four weeks ago and the patient had heard the alarm yesterday. Per the reporter the alarm interval programmed to every hour. Troubleshooting was reviewed with the reporter. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the actions and interventions taken to resolve the motor stall was reported as ¿n/a¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient heard the alarm but not considered critical by the patient when the healthcare provider was asked if the patient had reported the alarm when they first heard it. The actions and interventions taken to resolve the patient was reported as ¿n/a¿. The healthcare provider did not have record of the patient¿s weight at the time of the event but noted he was very thin. No further patient complications were reported.